Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The users confirmed that they had manipulated on the circuit system tubes to check for possible errors. The issue was caused by wrongly connected circuit system. Case can be closed.

Event description:
Customer reported that hfot flow supply to the patient was interrupted twice. Thought that there was a problem with the expiration valve. Patient is involved and recovered well so there was no harm. In trending data that the machine has delivered flow all the time. Hfot is not a life supporting ventilation. The issue was caused by wrongly connected circuit system.